Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 crts 3279454 (for/hcp): on (B)(6) 2015, information was received from a health care provider (hcp) regarding a female patient who was receiving hydromorphine, 5 mg/ml at 0.75 mg/day and ropivacaine, 5mg/ml at 0.75 mg/day via an implantable pump. The indications for use and medical history were not provided. The hcp indicated that the pump had not been filled in 11 months and the patient did not have a current managing physician. The patient's pump was alarming and the physician programmer indicated the empty pump alarm was occurring. Reportedly, the patient had missed a refill as the patient had moved a number of times to different countries and the pump had not been refilled since she started moving. The hcp wanted to the pump turned off and requested the password as the pump was going to be explanted. No patient symptoms were reported. If additional information is received a follow-up report will be submitted.